Event description:
Please refer to report 0009613350-2019-00405.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: d6 - if implanted, give date. Exact implantation date is unknown, but was implanted in the 2017. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: analysis could not be performed as no item numbers are available. Event description: it was reported that the patient was implanted on (B)(6) 2005 and revised in 2017 on unknown date due to ceramic head and ceramic liner fracture. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product was returned to zimmer biomet for in-depth analysis. Conclusion: it was reported that the patient was implanted on (B)(6) 2005 and revised in 2017 on unknown date due to ceramic head and ceramic liner fracture. In vivo time of the device is 12 years. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2019 - 00405.

Manufacturer narrative:
A user report was received. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00405, 0009613350-2019-00402.

Event description:
It was reported that an atraumatic fracture of the ceramic/ceramic sliding pairing occured after primary hip tep implantation in 2005 as well as one-time revision 2017 with change of the head. Patient underwent revision surgery. Additional information has been requested, but is not available at this time.